Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 14 mmol/l. The customer was explained 2 high blood glucose rule. The customer was advised to check programming (alarm, basal, bolus, time/date). It was explained to the customer that it possible set /reservoir occlusion. The customer insulin pump did passed the self-test as well as high pressure test. The customer was advised to do a complete set change tonight.